Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level remained within a normal range and did not exceed 500 mg/dl. Technical support provided information to assist the customer with resetting the pump, and no further issues occurred after the reset.